Manufacturer narrative:
Estimated date of event. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure was attempted using a proglide device. Reportedly, it was extremely difficult to retract the foot of the proglide device, the lever was forcefully closed. The method used to achieve hemostasis was not provided. No additional information was provided.